Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: moisture was evident behind display lens. Due to internal moisture contamination pump is unresponsive, no audible tone, no vibration and a blank display. Battery cap is able to fully tighten. The battery compartment is intact. Unable to complete "download" along with the following checklist steps due to internal moisture damage. The pump case cracked in right hand corner of display area. The leak test shows leak at crack in pump case. Pump case was removed. Evidence of moisture contamination throughout inside of pump.